Event description:
It was reported to philips that the ippc of the allura device failed to boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file confirmed the malfunctioning of frontal ip-pc error. Upon inspection, fse determined that the ippc has failed to boot up. The fse reseated the ippc. After reseating of the ippc, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.